Event description:
The date of the sae onset was on (B)(6) 2023, but the site was aware of this event today (B)(6) 2024). The subject affected is subject es-006-057. The subject presented a rectal neoplasia, so it was decided to undergo a robotic anterior rectal resection that required a colorectal anastomosis on (B)(6) 2023. Three days after, on (B)(6) 2023, the site team noticed that there was scarce fecaloid content, air by the drainage perianastomotic roof, and no signs of peritoneal irritation. Thus, it was decided to perform an emergency surgery to perform an ileostomy and irrigation. During the surgery, it was noticed a leak from a dehiscence of the colorectal anastomosis performed during the first procedure and postoperative paralytic ileus, therefore a protective ileostomy was performed. As of today, the subject is still hospitalized. The total time of admission is 16 days.

Manufacturer narrative:
According to the investigator´s criteria, the sae has been determined to be related to the procedure (causal), but not related to the investigational device.